Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer stated that bad battery went dead in the insulin pump throughout the night causing their blood glucose level to go 500 mg/dl. Customer experienced symptoms such as nausea. Customer fixed the time and date in insulin pump and blood glucose level was 562 mg/dl. Customer's friend helped with linking the two devices and blood glucose level 496 mg/dl was sent from meter to insulin pump. The insulin pump will not be returned for analysis.